Event description:
It was reported that, "during a hammer toe correction surgery, used a smart toe and the implant failed to expand in the pt's toe resulting in non fixation. Surgeon used alternative fixation and explanted smart toe interoperatively."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.